Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in 2015, the patient was diagnosed with an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. It was unknown if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. The hernia was manifested by abdominal pain and bulging near the umbilical area. Thirty-six days prior to the receipt of this report, the patient was hospitalized for a same day surgery hernia repair and was discharged on the same day. The patient was placed on back-up hemodialysis therapy for approximately one month post-operatively and then resumed peritoneal dialysis therapy. At the time of this report, dianeal therapy was ongoing. The patient was recovered from the event. No additional information is available.